Manufacturer narrative:
Follow-up received on 23-sep-2016. Device breakage on right side (first attempt) (previously reported as event ablation fragment inner coil using hysteroscopy) occurred. Investigator confirmed the ablation fragment inner coil at the time of the first essure placement (failure due to spasm and rupture on right, second placement attempt under general anesthesia with fragment inner coil removal). The event insertion failure on right was amended to insertion failure on right on first essure placement attempt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study (study number: (B)(6)). Device breakage on right side (first attempt) failed in right side due to tubal spasm. A second insertion attempt was performed and inner coil fragment removal using hysteroscopy. Device breakage is listed according to product technical (ptc) analysis. Single cases of essure breakage have been reported, mainly during difficult insertions or removals. In this particular case, limited information was provided, nevertheless considering the reported event's nature, causality with the suspect insert cannot be excluded. Additionally other non-serious events were reported. This case was regarded as an other reportable incident due to device breakage; as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The performed ptc analysis concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit. Further information has been requested.

Manufacturer narrative:
Device breakage questionnaire received on 20-oct-2016: the instructions in the IFU (instruction for use) were followed. Essure was not removed. The patient recovered from the event device breakage. Device was not available. Follow up information received on 23-oct-2016: the implant breakage was diagnosed on (B)(6) 2009 via hysteroscopy. The outer coil part broke at the time of the implant release. Follow up information received on 25-oct-2016 from investigator: it was confirmed that essure was inserted on (B)(6) 2009 and device breakage diagnosis was on (B)(6) 2009. The breakage occurred at the time of the release on (B)(6) 2009. Device similar incident listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-oct-2016 for the following meddra preferred terms: device breakage: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study (study number: (B)(4)). Device breakage on right side (first attempt) failed in right side due to tubal spasm. A second insertion attempt was performed and inner coil fragment removal using hysteroscopy. Essure insert was not removed and she recovered from it. Device breakage is anticipated according to product technical (ptc) analysis. Single cases of essure breakage have been reported, mainly during difficult insertions or removals. In this particular case, limited information was provided, nevertheless considering the reported event's nature, causality with the suspect insert cannot be excluded. Additionally other non-serious events were reported. This case was regarded as an other reportable incident due to device breakage; as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The performed ptc analysis concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Manufacturer narrative:
Follow up information received on 28-oct-2016: the investigator confirmed that the patient was (B)(6) at the time the event occurred. Follow-up received on 04-nov-2016: following reconciliation the event amenorrhea was added and the event spasm (first attempt) was deleted. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 07-nov-2016 for the following meddra preferred term: device breakage: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study (study number: (B)(4)). Device breakage on right side (first attempt) failed in right side due to tubal spasm. A second insertion attempt was performed and inner coil fragment removal using hysteroscopy. Essure insert was not removed and she recovered from it. Device breakage is anticipated according to product technical (ptc) analysis. Single cases of essure breakage have been reported, mainly during difficult insertions or removals. In this particular case, limited information was provided, nevertheless considering the reported event's nature, causality with the suspect insert cannot be excluded. Additionally other non-serious events were reported. This case was regarded as an other reportable incident due to device breakage; as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The performed ptc analysis concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Manufacturer narrative:
Follow-up information was received on 06-dec-2016: following a reconciliation request, the event spasm (right) occurred on (B)(6) 2009 was added. Please note that this is discrepant with essure insertion date. Internal review performed on 09-dec-2016, following ha submission, quality safety evaluation of ptc received on 12-dec-2016: it was clarified that on (B)(6) 2009, first placement of essure was performed with spasm on the right. The second placement on the right was performed on (B)(6) 2009. Ptc global number (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function if all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of tile manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-dec-2016 for the following meddra preferred term: device breakage: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study (study number: (B)(4)). Device breakage on right side (first attempt) failed in right side due to tubal spasm. A second insertion attempt was performed and inner coil fragment removal using hysteroscopy. Essure insert was not removed and she recovered from it. Device breakage is anticipated according to product technical (ptc) analysis. Single cases of essure breakage have been reported, mainly during difficult insertions or removals. In this particular case, limited information was provided, nevertheless considering the reported event's nature, causality with the suspect insert cannot be excluded. Additionally other non-serious events were reported. This case was regarded as an other reportable incident due to device breakage; as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible.

Event description:
This study case report was received from an investigator in (B)(6) on (B)(6) 2009 and refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(4). Additional information was received on (B)(6) 2009, (B)(6) 2009 and (B)(6) 2010. On (B)(6) 2009 follow-up information received qualifies this case as an other reportable incident. Study description: study enquete success ii, essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure® permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6) patient had as medical history 2 children, 1 caesarian, curettage and menstrual pain. As current contraception she used macrodose progestagens and minipills. She had a first attempt of essure insertion on (B)(6) 2009. The date of her last menstrual period was (B)(6) 2009. Non-steroidal anti-inflammatory drug and analgesics were used as premedication. No initial anesthesia was applied during procedure. Uterine distention with hysteroscopy was possible and the visualization of both ostium was done. The condition of patient's uterine cavity (endometrium) was normal and her uterus was retroverted. Investigator started the insertion on left side and informed that ostium was in the field of vision during placement. The insertion of catheter on left side was easy and the placement was succeeded with 4 externally visible coils in the uterine cavity. However, the insertion on the right side was difficult due to spasm and placement did not succeed. Patient experienced pain during passage through cervix, during placement of devices in both tubes and after the procedure. Procedure took 20 minutes. She did not have vasovagal syncope. No other procedure was performed at the same time of insertion. On (B)(6) 2009, patient had a second insertion attempt, essure was inserted on right side under general anaesthesia. Analgesics, benzodiazepine and steroidal anti-inflammatory drug were used as premedication. Uterine distension was done and hysteroscopy was possible. The ostium was in the field of vision during placement; the catheter was easily inserted and 5 externally coils were seen in the uterine cavity. Procedure took 8 minutes. Patient did not experience pain after procedure. She did not have vasovagal syncope and was very satisfied. Additionally, on the same day, investigator performed an ablation fragment inner coil using hysteroscopy before the essure placement and stated it did not make the insertion more difficult. On (B)(6) 2009, at consultation, patient did not report pain/cramps or bleeding and did not take post-operatives analgesics. Radiography was performed and showed inserts symmetric with distance of proximal portion less than 4 cm (4 markers well placed). Hysterosalpingogram was also performed and showed both inserts in place and bilateral occlusion. No ultrasound was performed. Additionally, reporter considered that the procedure final result has succeeded and informed that patient was very satisfied. It was also reported that, in the 12 months follow-up, there was nothing to be noticed; patient had mastodynia. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1026 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study (study number: 18097). She had an initial essure (fallopian tube occlusion insert) insertion attempt; which failed in right side due to tubal spasm. Later, during a second insertion attempt investigator stated he performed an ablation of a fragment inner coil using hysteroscopy. The reported event, interpreted as device breakage, is listed according to product technical (ptc) analysis and was considered non-serious. Single cases of essure breakage have been reported, mainly during difficult insertions or removals. In this particular case, limited information was provided, nevertheless considering the reported event's nature, causality with the suspect insert cannot be excluded. Additionally other non-serious events were reported. This case was regarded as an other reportable incident due to device breakage; as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The performed ptc analysis concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.